Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The t:slim pump user guide cautions against overfilling a cartridge past (B)(4) units as this can lead to cartridge error. Device not returned.

Event description:
It was reported that the customer had an inaccurate fill estimate with the last few cartridge changes. Reportedly, the customer filled the cartridges with over 300 units of cold insulin. Customer declined to perform troubleshooting. Customer's blood glucose level was not impacted.